Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was unknown. The speaker was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the device exhibited a primary audible alarm background test. There was no patient involvement.